Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak of the distal bifurcated stent graft event and sac growth of 23.5mm were identified. The type 3b endoleak was likely user related due to the non-endologix iliac stents that were present in the bilateral iliac arteries (an off-label use, concomitant product use). The procedure related harms identified were a prolonged hospitalization. The final patient status was discharged on the seventh hospitalization day home stable following an endovascular repair procedure with a non endologix stent. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply¿

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five and a half (5.5) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak as detected by CT (computed tomography) scan. The physician will continue to monitor the patient who is reportedly in good condition. As of date, there have been no additional patient sequelae reported. Additional information: during the clinical investigation, sac growth of 23.5mm was identified. Also the off-label use of non-endologix iliac stents were present in the bilateral iliac arteries.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five and a half (5.5) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak as detected by CT (computed tomography) scan. The physician will continue to monitor the patient who is reportedly in good condition. As of date, there have been no additional patient sequelae reported.